Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device jv2016, mpbcptr0 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle pulled away from the thread during use. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). An empty opened folder and a used suture piece of product were returned for analysis. During the visual inspection of the sample, the suture ends were noted cut which appeared to be by use of a surgical instrument and present body fluids along the strand. The needle was not returned. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of the suture needle pull off was an improper handling.